Event description:
It was reported that during cholecystectomy procedure, the duck bill valve was broken. Another device was used to complete the case. There were no adverse consequences to the pt. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device is unavailable; device was not returned for eval.